Manufacturer narrative:
Results: visual inspection of the returned product showed the lens was received stuck inside the cartridge and the tip of the cartridge was damaged . There was no visible damage to the injector. A clear surgical residue was observed on the product. Conclusion: based on the complaint history and the evaluation of the return product, we were unable to determine a specific root cause of the event. (B)(4).

Event description:
It was reported that the surgeon loaded the +5.0 diopter aq2010v three piece silicone lens and as she advanced it towards the eye the inserter cracked and lens got stuck. There was no patient contact. Another same model lens was implanted.